Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: "customer states media is contaminated. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. "

Manufacturer narrative:
H6. Investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 2257789 and bd complaint number (B)(4) for contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2257789 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken for batch 2257789 for contamination. Retention samples from batch 2257789 are not available for inspection. A total of 600 plates from batch 2257789 were returned as six unopened 100pack cartons shipped in a large box (cartons 0446, 0452, 0453, 0458, 0459, 0472). Plates were inspected and 62/600 plates had surface bacterial growth (time stamps 0821, 0824, 0825, 0830, 0831, 0833,-0835, 0844, 0845). One of the affected plates was submitted to the ID lab where pseudomonas fluorescens was identified. One photo also was received for investigation. The photo shows the side of a sleeve of red agar plates with what appears to be microbial growth in at least one of the plates. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product. Additional trainings are planned with an ongoing training review for cleaning processes.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: "customer states media is contaminated hazard, injury or erroneous results? No. Hazard, injury or erroneous results details."